Manufacturer narrative:
Section d-4 model number: unknown, as device serial number was not provided. Section d-4 catalog number: unknown as device serial number was not provided. Section d-4 device serial number: unknown as information was not provided. Section d-4 device expiration date: unknown as device serial number was not provided. Section d-4 UDI number: the unique device identifier (UDI) number is unknown as device serial number was not provided. Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: device serial number is not available; therefore, no further investigation can be performed. The complaint device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information received, a supplemental medwatch report will be filed. Section h-4 device manufacture date: unknown, as device serial number was not provided. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
An unknown tecnis toric ii optiblue iol was implanted in the patient¿s sinister (left eye). Patient reports originally, he was told all looked fine and for the first month and a half, his vision was looking pretty decent after the surgery. The right eye was sharp close and not far, and the left eye was initially sharp far and not close. Then he noticed a slight diplopia/triplopia which he was told a yttrium aluminum garnet (yag) procedure was needed. However, the yag procedure made the triplopia even more noticeable. Even though the patient was being told it looked spot on. Patient was seen twice in january and was informed by the doctor he had a dislocated iol by the second appointment and that he would need a vitrectomy, to this lens. While in the office in january, a full eye exam was performed, and they could not even get a reading on my left eye however they did get one from the right eye. The right eye appears the clearest of the two. Patient was to have good 16" away to far in both eyes. Even in the first month and a half, the patient¿s right eye sees pretty good on my phone up close, but vision is fairly blurred far. White text on tv, on a black background has an ever so slight diplopia around text/lettering but it's nothing he cannot truly tolerate. Patient is concerned that his right eye vision doesn't have "sharp" far vision but is decently sharp near. However, he can tell the vision in left eye is the exact opposite. Vision is fairly sharp, with the same noticeable diplopia around text on my tv far, but up-close was slightly not too sharp but could still make out text on his phone it was just slightly blurred up close. The vitrectomy was performed on (B)(6) 2025 and the patient had a post-op appointment the following tuesday. At that time, vision was still dark, and the gas bubble was still in his eye and honestly as far as seeing, things looked pretty good, until the gas bubble disappeared. Patient saw it in his vision as it shrank and vanished. As it did, he now notices that light is really scattered to the point it is making his vision fairly sharp at far distance, however, he now sees like 4 or 5 faint ghost images which causes his field of vision to be very grey/cloudy appearing when looking at any lighting (tv, phone, sky, leds, or even just a table lamp), even the bright sky, making it truly difficult to see without looking almost smoky. Squinting his eyes makes some of it appear to go away slightly but is still noticeable and it also makes the 4 or 5 ghost images sharp/readable. When the patient moves his left eye to look around, the normal objects stationary, but those ghosted images seem to bounce around/jump slightly as he looks around. Patient is concerned being told things look great and spot on only to notice a progression towards "worse", especially since the vitrectomy was performed to fix the toric iol. The ghost images do not seem to be going away and now have intensified x5 since the second surgery. Patient cannot even read his phone screen with left eye as the lighting and distortion is so bad, it completely blurs all text to where they appear as smudge lines. It's obvious far is still pretty sharp, but the ghost imaging of light makes things mostly hazy, with occasional "normal" spots showing through all over his vision, but not enough that he sees as intended. He realizes the vitrectomy was done and needs more time too, but he seriously feels the left lens needs to be replaced. This is beyond ¿a glasses fix¿ as even his old prescription glasses do not touch the ghosting and almost appearing like glare. Right eye is still tolerable to starburst, he thinks he will end up needing glasses to hopefully sharpen my far distance vision as the 2 eyes are so different when open together. Next follow-up appointment is scheduled for (B)(6) 2025. No further information is available.